Event description:
Rxl instrument reported troponin I as 0.03ng/ml (nanogram/ml) when result was really 3.10ng/ml. 0.35ng/ml is the cutoff for risk stratification of an acute myocardial infarction. Incorrect results were not released. No pt injury.